Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked under the cycler. This was identified by the home patient (hp) after completing treatment and disconnecting from peritoneal dialysis (pd) therapy. Upon further examination, the hp observed the lower left hand corner of the cassette was crushed and the ¿plastic seal the vacuum works on was also damaged¿. A small tear was noticed on the film of the back side of the cassette. The patient was given prophylactic antibiotics. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with the naked eye noted a damaged cassette. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing noted a leak through the crack on the cassette and cassette sheeting. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.